Event description:
The above date reflects the latest incident. On (B)(6) suffering from bradycardia, I enrolled in a clinical study "aveir dual-chamber leadless i2i ide(investigational device exemption) study (irb(institutional review board) protocol # (B)(4))". And was implanted with the devices on (B)(6) 2022, at (B)(6) hospital. It his my understanding the devices were subsequently, the devices approved by the FDA on february 2022. Since being implanted, the devices have proved to be a constant source of problems. And I have returned to (B)(6) on at least seven occasions, as result of chest pains, breathlessness, and tachycardia. Following only very minimal exertion (e.g., going a flight of thirteen stairs). Each time I returned, adjustments were made. And then the same symptoms once again returned. On (B)(6) I suffered an episode of syncope and was brought to the local hospital were it was noted, I experienced several extended episodes of "severe" bradycardia (i.e. Bp in the thirties). I was transferred to (B)(6) were I was kept for an additional (B)(6) days. And had my pacemakers adjusted once again. Alas, after discharge, the symptoms of chest pain, breathlessness, and tachycardia have again returned. Reference report: .